Manufacturer narrative:
D9 - date returned to mfg: 04-aug-2025. H3 and h6 codes: updated. The suspected device was returned for evaluation. Review of the event history log showed there are no errors related to the customer complaint. The device was visually inspected and found downstream occlusion seal was damaged. The flex circuit sensor was found to be defective and the customer reported issue was confirmed. The flex circuit sensor was probable cause, and it was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Performance verification testing was performed, and the device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had a cassette alarm whenever latch was closed. The event occurred during testing.